Event description:
The manufacturer received information alleging a ventilator inoperative alarm for a trilogy evo korea. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo korea device at the manufacturer's service center, the customer complaint was confirmed. A ventilator inoperative error code indicating that the machine flow sensor drift above the specification was discovered in the ventilator's downloaded event log. The device's machine flow sensor required replacement. Additionally, the device's system board was replaced due to the discovery of an error indicating sensor offset during drift calculation is too high. The device's in-line filter prox is clogged with white dust, and the in-line filter prox was replaced. Upgraded to software version 1.06.10. The unit passed final test on trilogy ev300 test station.